Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a rewind anomaly on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer might have been delivering a bolus since the pump would not rewind. Customer wanted to know if she could use the pump after the low reservoir alert. No further assistance needed.